Manufacturer narrative:
(B)(4). The device was not requested for evaluation as the failure is already known and investigated under (B)(4). An investigation of oxygenators showed the venous pressure sensor was corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution led to electrolysis when the cardiohelp starts to run, which causes a short circuit between the pins. The short circuit leads to implausible sensor pressure readings. The electrolyte saline - priming solution etches the pins of the plug. Most probable root cause is the varnish applied on the pcb and plugs of the venous sensor. Further action will be performed under (B)(4). The data is being handled though maquet cardiopulmonary trending and investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is needed.

Event description:
It was reported the pven did not work when priming. Changed cable but pven still did not work. Changed the entire set and then it worked. (B)(4).